Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the patient that ¿it¿ started ¿acting up¿ and causing pain in 2007. The patient reported they had a big sharp pain down the leg and up through the buttocks. The patient reported they shut it off and that it was even painful when it was off and they were sitting. It was not clarified if this occurrence was sudden or not. The patient reported they were in (B)(6) at the time and then moved to (B)(6) and that they were now in (B)(6), that they had turned it off and they were going to have it removed. There were no further complications reported.